Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary - complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6010405, in question was manufactured at the reynosa site. Threshold analysis: a query was run on 25-sep-2025 against "final reporting decision equal "serious injury" and "death", "lot number" criteria equal "6010405". The count of complaint is 4 which is exceeds 3. Further investigation is required via corrective and preventive action (CAPA) determination assessment using statistical analysis. The complaint numbers are: (B)(4). Device history record (DHR) review: the lot 6010405 was manufactured according to the work instruction (wi) version 82 and manufactured in the multivac m12 on 24-nov-2024, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. The assembly, lot 4l01880 was manufactured according to the wi version 27 and manufactured in the quickset line, on 23-nov-2024, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. The assembly, lot 4l01881 was manufactured according to the wi version 27 and manufactured in the quickset line, on 24-nov-2024, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. The assembly, lot 4l01882 was manufactured according to the wi version 27 and manufactured in the quickset line, on 24-nov-2024, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. The sub-assembly. Gluing of tubing of the lot 4l03186 was manufactured according to the wi version 42 and manufactured in the gluing machine 8-4, on 19-nov-2024, with a total of (B)(4) units. Review of the ddevice history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. The sub-assembly. Gluing of tubing of the lot 4l03189 was manufactured according to the wi version 42 and manufactured in the gluing machine 8-4, on 23-nov-2024, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Test results: in order to test the product, the returned sample(s) from the lot have been requested. No photo or physical sample was provided. The reference samples were already tested in the complaint (B)(4). All test results were within specifications as per the test report (B)(4). Conclusion summary of complaint investigation: as a result of the following: no physical samples were returned. No defect on test of reference samples. No non-conformance (nc) raised during production related to complaint code, the thresholds of 4 reportable complaints are met for the lot in question and serious injury/death, further actions are required. This complaint requires further CAPA determination assessment.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Patient country: brazil, (B)(6).

Event description:
Reference number (B)(4). Event occurred in brazil. It was reported that patient faced infusion set leakage event on (B)(6) 2025. The leakage was in the tubing. The blood glucose level was 340mg/dl and the patient also noticed symptoms of diabetic ketoacidosis. The patient was treated with a syringe. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.